Manufacturer narrative:
The device was returned to olympus for inspection. A scope communication error (e226) / no image was confirmed. A root cause could not be identified. Based on the results of the investigation, it is presumed the most probable cause of the scope communication error with no image is due to failure of the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope displayed a b30 scope communication error (no image), during reprocessing. There were no reports of patient involvement.